Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the arrow back button was unresponsive. The customer's blood glucose was 11.7 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with flashing white lcd due to cracked lcd controller. No damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Analysis was unable to verify frozen screen anomalies or button/keypad unresponsive due to flashing white lcd. The insulin pump had a scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.